Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the fst replaced the lcd monitor. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius fst identified a shorted the monitor display with signs of thermal decomposition. Therefore, the complaint event was confirmed.

Event description:
A user facility¿s biomedical technician (bmt) reported that a fresenius 2008t hemodialysis machine had a blank lcd display. A fresenius field service technician (fst) was called onsite and found that the cause was the amp light pin damaging the right top corner, which shorted the monitor display and caused thermal decomposition. The fst replaced the monitor to resolve the issue. Machine functional tests were completed and passed onsite after repair. There was no patient involvement, harm, or adverse event reported. The lcd monitor was the original fresenius part on the machine. The bmt reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 650 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The power lcd monitor is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported that a fresenius 2008t hemodialysis machine had a blank lcd display. A fresenius field service technician (fst) was called onsite and found that the cause was the amp light pin damaging the right top corner, which shorted the monitor display and caused thermal decomposition. The fst replaced the monitor to resolve the issue. Machine functional tests were completed and passed onsite after repair. There was no patient involvement, harm, or adverse event reported. The lcd monitor was the original fresenius part on the machine. The bmt reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 650 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The power lcd monitor is not available to be returned to the manufacturer for physical evaluation.